Manufacturer narrative:
Product complaint # ==> pc-000189683 investigation summary ==> a dispensed needle-suture combination, a labeled winding former, an empty opened foil and twenty-nine unopened samples were returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were as expected. The suture was examined and the barbs were present along of the strand; also, ten barbs were measured and the barbs were too shallow from the minimal depth, resulting in a smaller barb. In the visual inspection of twenty-nine unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area of needles were as expected. The suture was examined and the barbs were present along of the strand. Barbs from each sample were measured and some barbs from each sample were found to not meet the minimal depth. Per the samples condition, the barb depth was out of specification. The information provided is compiled, monitored and reviewed on a routine basis for any associated trends.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section on an unknown date and a barbed suture was used. During the procedure, while closing the incision, the doctor noticed that there were no barbs on the suture. The incision was closed using a different suture and steri-strips. There were no adverse patient consequences reported. No additional information was provided.